Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the cord and the device did not run displaying an e8 error code. Therefore, the reported condition was confirmed. It was determine that the hole in the cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to misuse, abuse and/or user error. It was determined that the e8 error code and the device not running were due to a worn out motor that was heavily corroded. The assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that the motor device had a hole in the hose. During an in-house engineering evaluation, it was observed that the device had a hole in the cord and the device did not run displaying an e8 error code. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.